Manufacturer narrative:
Initial MDR previously submitted under asr reporting. Device evaluation: the service engineer evaluated the ventilator and found the analog signal on the user interface section of controller printed circuit board out of range. The ventilator's proportional solenoid (psol) printed circuit board (pcb) was replaced to address the issue and returned for further analysis. The proportional solenoid pcb was returned for further product analysis. The reported condition was confirmed. Investigation isolated the fault to a faulty electronic component on the psol pcb, which was replaced. The ventilator then functioned normally. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of a pb760 ventilator entering a ventilator inoperable condition. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
Device evaluation summary: a second proportional solenoid (psol) printed circuit board (pcb) was returned for failure investigation. A visual inspection was carried out on the returned psol pcb, no anomalies were observed. The psol pcb was assembled into the test ventilator for analysis. The ventilator powered onthe fi test-bed device failed post. The following alarm ¿low o2 supply¿ appeared on the display. The fault was isolated to component u31. If information is provided in the future, a supplemental report will be issued.